Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate ii lvas, serial number: (B)(6), did not reveal any device related issues and a direct relationship between the device and the reported right heart failure and patient outcome could not be conclusively determined through this evaluation. According to the account, the reported respiratory failure was due to the patient¿s right heart failure. The pump was returned assembled with the driveline cut approximately 3 inches from the pump housing and the severed portion was not returned. The sealed inflow conduit was partially returned with the inflow conduit flex section cut midway. The inflow tube and proximal portion of the inflow conduit flex section were not returned. The inlet elbow was attached to the pump. The sealed outflow graft and outflow graft bend relief were not returned. The outlet elbow was returned attached to the pump. Evaluation of the sealed inflow and outflow conduits revealed no evidence of adhered depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of (B)(6) also revealed no evidence of adhered depositions or thrombus formations. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts that would have been present during patient support. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. The heartmate ii lvas IFU is currently available. Right heart failure, respiratory failure, and death are listed as adverse events that may be associated with the use of heartmate ii lvas. Section 6 ¿patient care and management¿ (under "right heart failure") discusses the potential development of right heart failure during use of the heartmate ii lvas and outlines the associated treatment options. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient went home on hospice due to endstage right ventricular (rv)failure with inotropes. The patient expired (B)(6) 2019. He died of complications from rv failure. Hospitalized for rv failure prior to that and home with hospice and inotropes. Previous rhc showed the lvad function wasn¿t maximized. This was done at outside facility. Death was not due to lvad. Device was not optimized and doing its full function but this was due to the patients wishes because he didn¿t want speed any higher due to his extreme headaches. No additional information was reported. No additional information was reported.